Event description:
This is 2 of 2 reports and linked to mfg report number 3004608878-2025-00039 as facility has indicated that event occurred with 2 skull clamps: a facility reported that during "cervical four to thoracic two posterior fusion, cervical seven corpectomy", the mayfield modified skull clamp (a1059) moved and caused to rip the skin in the skull. The skin laceration was repaired with suture and staples, the procedure was completed as planned, and the patient remained stable. No surgical delay has been reported.

Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate movement. The lock has a slight rotational movement, but when the clamp was properly positioned and put under pressure, it does not move. Due to reported patient injury, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the initial findings of the service team and noted that there was minor damage on the ratchet extension threads, but that this damage is not affecting the ability to thread the torque screw. All worn components will be replaced with new parts, and general cleaning and maintenance will be performed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.